Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the monitor exhibited undersensing. Episodes of loss of contact as well as false detection were noted. The monitor remains in use. No patient complications have been reported as a result of this event. <(><<)>end>

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because the file could not be opened/translated.